Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank.international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 12554 electrical shock, 1757 burn(s), 1980 undesired nerve stimulationhealth effect impact code: 461 minor injury/illness/impairmentmedical device problem code: 4018 unintended electrical shockcomponent code: 4759 electrical port_on (B)(6) 2022, the pentax medical emea regional complaint unit confirmed that the nursing staff member who sustained the electrical shock was ok.. After examining the endoscope and the processor used, they both passed electrical safety tests and functioned as intended. It remains unknown if the fluid noted on the floor of the procedure room is related to the reported event at this time.if additional information becomes available, a supplemental report will be filed with the new information.pentax medical importer report number 2518897-2022-00212 will address the pentax medical video colonoscope, model ec34-i10f, serial number (B)(4)and pentax medical importer report number 2518897-2022-00213 will address the pentax medical video processor, model epk-i5000, serial number (B)(4).

Event description:
Pentax medical was made aware of a complaint that occurred in (B)(6), within the emea region, involving pentax medical video colonoscope, model ec34-i10f, serial number (B)(4). It was reported that the end user found that the endoscope was giving multiple images and the end user/staff went to install a second endoscope. While intsalling the new endoscope(serial number (B)(4) there was a loud crack and flash and the staff member received an electrical shock leaving a mark on their skin and left the user generally shaken up. It was noted by the staff that there was fluid on the floor in the procedure room near the event area. The processor being used was a pentax medical video processor model epk-i5000, serial number (B)(4). The initial endoscope information was not provided. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: f7: follow up #1, f11: updated dates, f13: updated dates. Additional information: d4: UDI, f9: age of device. Evaluation summary: the event was reported to have had liquid on the floor, which may have caused an electric shock, although the cause could not be determined. We checked the actual equipment of the product for which the complaint was reported, and it was confirmed that there was no failure that could lead to electric shock and that it passed the electrical safety test. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.